Event description:
It was reported that during code, two autopulse platform batteries lasted about 1 to 2 minutes each. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.